Event description:
It was reported, the patient is unable to establish communication between her ipg and patient programmer. The programmer also reflects a communication error and the patient is without stimulation. The sjm representative met with the patient and confirmed that no communication could be established with any external devices. The patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the scs system was explanted.